Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. The customer does not mention any symptoms and treated with insulin pump. Customer's blood glucose value was 345 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did not contact their healthcare professional. The customer states had back surgery, tried to stay on pump and somehow in the operation they used something else instead of the insulin he had. In the insulin pump history, there are frequently power loss alarms. Troubleshooting was performed. Customer decline to check for leaks, air bubbles, site or insulin issues. The device settings were correct. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis for the frequent power loss alarms.

Manufacturer narrative:
The correct information has been provided with this report.